Event description:
It was reported that the tip of the implant inserter broke off when twisted during use. No broken off piece was left in the pt. No pt complications were reported.

Manufacturer narrative:
(B)(4). Visual review confirms the inferior tang is broken off on the instrument, and the superior tang is bent, consistent with rotational moment. Microscopic examination of the fracture surfaces reveals a fairly brittle fracture, with no indication of fatigue. The nature and location of the fracture surface is consistent with insufficient vertebral endplate preparation, resulting in excessive rotational force during implantation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.